Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during valve deployment of a 26mm sapien 3 valve, the balloon burst during inflation; however, the valve was fully deployed. The delivery system could not be withdrawn through the sheath and both devices had to be retrieved as a system, which damaged the closure device. A surgical closure was performed. The patient is stable. Per report, the exact cause of the balloon burst cannot be determined in relation to patient or procedural factors.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed a 90 degree kink on the proximal end of the balloon shaft (most likely due to packaging), the loader was intact and attached to the delivery system, balloon burst confirmed, gouge marks on the flex tip, bunching, damages and minor delamination on the distal tip. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Dimensional analysis was performed on the balloon wall thickness. All measurements met specification. No functional testing could be performed due to the condition of the returned delivery system (balloon torn). Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. During the manufacturing process, the commander delivery system undergoes multiple inspections for mechanical damage, bonding process, and balloon defects. All manufacturing lots undergo product verification testing on a sampling plan which verifies inflation balloon to crimp balloon bond strength. In addition, during manufacturing, the balloon are visually inspected and dimensionally for defects. The inspections performed support that is unlikely that a manufacturing non-conformance was the source of the complaint. The complaint was confirmed for balloon burst; however, no manufacturing non-conformities were observed. No labeling or IFU inadequacies have been identified and review of complaint history reveal that the occurrence rate does not exceed the august 2016 control limits for this trend category. In addition, withdrawal difficulty was noted and was confirmed during evaluation; however, no manufacturing non-conformities were identified. Available information suggests that procedural factors (balloon burst) may have contributed to the event. Per report, the patient¿s annulus was moderately/severely calcified, which can result in balloon damage and subsequent burst. While over-inflation can also burst a balloon, based on available information from the complaint history review, the suspected root cause is likely due to patient factors (calcification). In this case, patient factors (annulus moderately/severely calcified) contributed to the both events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.